Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction. Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-01867 / 01869).

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2010 due to patient allegations of metal poisoning, metallosis, elevated metal ions, pain, dysfunction, lack of mobility, loss of range of motion, swelling, inflammation, and damage to surrounding bone and tissue. A review of invoice history confirmed both surgery dates and that the acetabular cup, modular head and taper insert were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: 8. Dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2010 due to patient allegations of metal poisoning, metallosis, elevated metal ions, pain, dysfunction, lack of mobility, loss of range of motion, swelling, inflammation, and damage to surrounding bone and tissue. A review of invoice history confirmed both surgery dates and that the acetabular cup, modular head and taper insert were removed and replaced. Additional information provided in patient medical records indicate the left hip revision procedure on (B)(6) 2010 was due to dislocations. The patient's operative report noted scar tissue. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.